Event description:
Pt said that one of her cadd pumps sn (B)(4) gave her an error about the clamp line when she went to use. It did not happen while in use on her and she is using her back up pup. No missed dose and no harm. Replacing pump by tomorrow per policy and she will return the malfunctioning pump. Reported to (B)(6) by pt/caregiver. Dose or amount: 16 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.

Event description:
Add'l info received from reporter on 04/10/2019 for report #mw5083328; spontaneous call from pt, pump sn (B)(4) was alarming but nothing was showing on the screen and then it stopped and said "no disposable clamp tubing". Pt advised she mixed a new cassette and switched to backup pump. No harm or injury to pt. Advised her that is usually from the cassettes not being firmly attached but she states it was. Sending her a new pump for tomorrow. Pt will return the old pump to us. No further info available. Possible duplicate previously submitted on 04/02/2019.